Manufacturer narrative:
Citation: beisse, r. Endoscopic surgery on the thoracolumbar junction of the spine. Eur spine j 2010;19 (suppl 1): s52-s65. (B)(4): (loss of correction). A review of the device history records is not possible without additional device information. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported in a literature article that patients with unstable injuries of the thoracolumbar junction in the region of t12 and l1 underwent ventral stabilization with instrumentation. Between 1996 and 1999 a z-plate system was used and after (B)(6) 1999. A system designed for endoscopic technique was used. Five cases of implant loosening occurred. Four cases involved loosening of one of the anterior non-angle stable screws from the z-plate system. Three patients, of the five cases, underwent revision surgery because of the accompanying loss of correction.